Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted two times and displayed the windows blue screen while in patient use. The unit displayed post code 80 (boot device error) on the tower, which cleared after reboot. The cns intermittently loaded tiles but waveforms did not display. No patient harm was reported. Investigation summary: the unit was returned for evaluation. Repair center duplicated the blue screen condition and identified degraded hdds and/or software corruption. Both hdds were replaced and re-imaged per service manual. The system was initialized, calibrated, and functionally tested, including 48-hour extended testing. The unit passed qc and met manufacturer specifications. Root cause: degraded hard drives. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/09/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 12/18/2025 emailed the bme for the information in the ni list above: the bme replied that none of the requested information can be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted two times and displayed the windows blue screen while in patient use. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted two times and displayed the windows blue screen while in patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted two times and displayed the windows blue screen while in patient use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 2: on (B)(6) 2025, emailed the bme for the information in the ni list above: the bme replied that none of the requested information can be provided.